Event description:
The customer observed false positive alinity I total -hcg result generated by the alinity I processing module for a patient. The sample was repeated, and a negative result was obtained. The customer believes the negative result is correct for the patient. The following data was provided (= 5.00 miu/ml is negative, >5.00 to <25.00 miu/ml is grayzone, = 25.00 miu/ml is positive): sid (B)(4): initial result = 137.76 miu/ml (positive). Repeat result = <1.2 miu/ml (negative) . There was no impact to patient management reported.

Manufacturer narrative:
Section a1 - patient identifier: complete sample ID is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive alinity I total -hcg result generated by the alinity I processing module for a patient. The sample was repeated, and a negative result was obtained. The customer believes the negative result is correct for the patient. The following data was provided (= 5.00 miu/ml is negative, >5.00 to <25.00 miu/ml is grayzone, = 25.00 miu/ml is positive): sid (B)(6): initial result = 137.76 miu/ml (positive). Repeat result = <1.2 miu/ml (negative). There was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and determined the dirty sample probe was the likely cause of the issue. The fsr cleaned the sample probe, which resolved the issue. An instrument service history review for (B)(6) revealed no additional service ticket associated with discrepant or erratic patient results. A review of complaint and trending data for the alinity I processing module did not identify any similar issues as described in this complaint. Additionally, a review of complaint and trending data associated with the sample probe did not identify an increase in complaint activity. The device history record was reviewed, and no non-conformances or potential non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity I processing module, serial number (B)(6), or the sample probe was identified.